Manufacturer narrative:
The reported event of abnormal pacing threshold was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2022-46996. It was reported that a patient presented for a system implant procedure on (B)(6) 2022. During the procedure, high capture thresholds were noted on the right ventricular lead prompting for the lead to be removed and replaced. The replacement lead perforated the patient's cardiac tissue, and the lead was also removed as a result. The procedure was cancelled, and no new lead was implanted. The patient was stable throughout.